Event description:
It is reported that the surgeon reamed distally for a 15 x 130mm. The implant would not fit properly. The surgeon had to implant a 17 x 130mm stem instead.

Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the prepared bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality, reaming technique and the amount of bone removed, the remaining bone may not allow the implant to seat properly with normal impact forces in some cases. Based on the available information, a definitive cause cannot be determined. Device history records indicate all components were manufactured and inspected to specification.